Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR reort#1627487-2017-08393. It was reported that the patient lost effective stimulation coverage due to lead migration. Reprogramming was unable to resolve the issue. Fluroscopy confirmed lead migration. Patient is scheduled for a revision on (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-08393. Follow up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced.